Event description:
It was reported that an alert indicated the device had not synced with the mobile app for over two hours, the alert cleared upon call connection, and the user then found the app not connected; app reinstallation was attempted but login credentials were unavailable, and the user subsequently experienced low blood glucose while the device provided low alerts. Symptoms included hypoglycemia with a nadir of 44 mg/dl and no loss of consciousness or need for assistance. Outcomes included self-treatment with oral carbohydrates and recovery to 65 mg/dl with upward trend, without medical intervention or hospitalization. Investigation included troubleshooting and education provided by support, including app reinstallation guidance and monitoring recommendations. Investigation of this case revealed that the device alerted for low glucose as designed, the mobile app connection issue could not be reproduced during the call, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.